Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0352381. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement and jammed when releasing saline. The following information was provided by the initial reporter: "I need to report that we have been having a few issues with item 308-306575, bd # 306575, syringe10ml nacl .9% regular. There has been an intermittent issue with release of saline from syringe. Able to flush 5ml of saline but then the syringe completely jams and unable to release the remaining 5mls at all. The lot # is 352381."